Event description:
When the hospital started converting to electronic charting they purchased (B)(4) mobile computer carts to put thru out the facility including pt rooms, recovery and surgical areas. Upon startup, we were having power issues with said carts. Further investigation showed that the 20 amp fuse holder had a design flaw that caused the fuse holder itself to overheat and melt. Because of the potential fire hazard, the hospital shut down use of all carts until this problem was resolved. The MFR understood the gravity of this issue and came out and replaced all wiring harnesses, saying that the problem was a production lot issue and the new harnesses should take care of any further overheating issues. It did not. Two weeks later, we were seeing the same problems which in turn resulting again of the complete shut down of all carts and raising huge alarms within our administration. Rubbermaid was notified of the situation and responded with a refined design of the wiring harness. They also started to make the harnesses in their facility instead of subcontracting them out for better quality control. We have since had two audits of the wiring harnesses on all carts and have had not further issues.